Manufacturer narrative:
Mml #: (B)(4). Other devices explanted: model: 5100. Descripton: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI: (B)(4). The lead assemblies were not returned for analysis. However, reviewing the implant images before the device explant confirmed that fractured wires caused the out-of-range/high impedance failure. The ipg was received for analysis. The device passed the functional testing and operated within the manufacturing specifications. No allegation of a product deficiency against the ipg. It was removed because the patient is undergoing cosmetic surgery to tighten the skin due to weight loss. The device history record of the leads and ipg were performed. No relevant nonconformances were found.

Event description:
It was reported that the patient had lost a lot of weight (previously obese), which caused the implantable pulse generator (ipg) to become loose in the pocket. Reportedly, the patient was unable to run therapy. An x-ray was taken before the explant procedure, and one lead was found to be fractured. The device was explanted because the patient will undergo a cosmetic procedure to tighten the skin. All devices were explanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml #: (B)(4). Other devices explanted model: 5100, descripton: reactiv8 implantable pulse generator serial number: (B)(6) UDI: (B)(4). Model: 8145, description: reactiv8 implantable stimulation lead serial number: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient had lost a lot of weight (previously obese), which caused the implantable pulse generator (ipg) to become loose in the pocket. Reportedly, the patient was unable to run therapy. An x-ray was taken before the explant procedure, and one lead was found to be fractured. The device was explanted because the patient will undergo a cosmetic procedure to tighten the skin. All devices were explanted without complicatons. There was no report of patient harm or injury.